Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026 where the infusion set came off bending over and got caught on shirt. No further information available.